Manufacturer narrative:
(B)(4). Diabetes mellitus is a known cause of hypoglycemia and loss of consciousness.

Event description:
Patient contacted dexcom on (B)(6) 2016 to report continuous glucose monitoring (cgm) inaccuracies and an adverse event that occurred on (B)(6) 2016. The sensor was inserted on (B)(6) 2016. The patient was at department store when she said she was not feeling well. She went to the restroom to check her blood glucose (bg). She saw that she was at 47mg/dl. The continuous glucose monitor was reading 101mg/dl at the time. Patient went to use the toilet and the last thing she remembered was sliding off. She vaguely recalled the ambulance taking her to the emergency room (ER). At the ER, the patient was seen by a doctor for her low blood sugar event. The patient stayed there for 3 hours before she was later discharged. Patient did not remember what medication they gave her to help raise her bg and it was not stated in her discharge papers. At the time of contact, the patient was stable. No additional event or patient information was provided. Calibration was not performed after experiencing inaccuracy and fingerstick values were not entered promptly into the cgm. The dexcom g4 platinum continuous glucose monitoring system user's guide states: if the difference between your sensor glucose reading and blood glucose value is greater than 20% of the blood glucose value for sensor glucose readings > 80 mg/dl or greater than 20 points for sensor glucose readings < 80 mg/dl, wash your hands and take another blood glucose measurement. If the difference between this second blood glucose measurement and the sensor is still greater than 20% for sensor glucose readings > 80 mg/dl or greater than 20 points for sensor glucose readings < 80 mg/dl, recalibrate your sensor using the second blood glucose value. The sensor glucose reading will correct over the next 15 minutes. The user's guide also states: to calibrate the system, enter the exact blood glucose value that your blood glucose meter displays within 5 minutes of a carefully performed blood glucose measurement. Entering incorrect blood glucose values or blood glucose values from more than 5 minutes before entry might affect sensor performance, and you might miss a low or high blood glucose value. Additionally, multiple bg meters were used throughout the same sensor session. The dexcom g4 platinum continuous glucose monitoring system user's guide states: use the same meter you routinely use to measure your blood glucose to calibrate. Do not switch your meter in the middle of a sensor session. Blood glucose meter and strip accuracy vary between blood glucose meter brands.